Manufacturer narrative:
The user facility performs service of their ventilators by themselves and did not request any service. No malfunction was found and no parts were reportedly replaced. The evaluation of provided device logs confirms the reported event of o2 concentration alarms. The logs showed that the ventilator alarmed for both high and low o2 concentration. The investigation of the provided ventilator logs confirms the reported event of low o2 concentration. Alarms for low o2 concentration were generated on the reported event date. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior start of ventilation. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined. H3 other text : 4117

Event description:
Manufacturer's ref #: 326551.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. (B)(4).